Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: logic cr cemented femur sz 2, 02-010-03-0320. Logic tibia fit tray cemented 2f/ 3 peg patella. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 67 yo female patient, who had an initial right tka in (B)(6) of 2017, presented to the physician¿s office with complaints of dissatisfaction, pain, and swelling of the right primary knee. An examination and imaging were performed showing poly wear. The implant was part of the recall. There was evidence of osteolysis. The patient was scheduled for a full revision of their right tka on (B)(6) 2023. The poly implant presented to be in pieces posteriorly and broken. The implants were removed, and the patient was revised to a total revision knee using a competitor¿s products. There was a greater than 45-minute delay during the procedure with no adverse event to the patient as a result. The patient left the or stable. The patient required prolonged hospitalization as a direct result of this issue. The devices are not available for return as the hospital discarded them.